Event description:
It was reported that during an ear, nose, throat (ent) surgical procedure the motor device had an "e6 error and would only run up to 58,000 rotations per minute (rpm)". The reporter stated that it was also discovered that the motor device had a damaged power cord. There was a delay of less than five minutes to the planned surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The reported conditions were confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported conditions were confirmed. The assignable root cause was determined to be normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.